Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that technical services was contacted to report that the patient's implantable cardioverter-defibrillator was seen to have ventricular undersensing during a ventricular tachycardia episode. The undersensing was due to r-wave amplitude variation. Programming changes were recommended, however, it was unknown if they were made. Patient status was unknown.